Manufacturer narrative:
One tacticath quartz contact force ablation catheter was received for evaluation. The device was returned due to a high temperature message and distal pole signal interference. Fluid was noted outside of the irrigation tubing and within the tygon tubing proximal to the catheter handle and short circuits were detected between electrodes 2-4. Further testing revealed a leak at the luer/irrigation tubing junction due to a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical and electrical connectors, consistent with the short circuits detected and the reported event.

Event description:
This report is to advise of an event observed during analysis confirming a tygon tubing leak of the catheter.